Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder and pump was visually examined and functionally tested; the pump was also leak tested. No anomalies were found with the pump. Visual testing of the cylinder revealed that there was fluid between the inner tube/fabric and outer tube bulged was present. Based on the information available and analysis results, the bulge identified in the cylinder could have caused or contributed to the reported clinical observation.

Event description:
It was reported that one of the cylinders of this inflatable penile prosthesis (ipp) was bulging. The cylinder and pump were removed and replaced. There were no patient complications reported.

Event description:
It was reported that one of the cylinders of this inflatable penile prosthesis (ipp) was bulging. The cylinder and pump were removed and replaced. There were no patient complications reported.